Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's implantable neurostimulator battery depleted (B)(6). The previously implanted device lasted (B)(6). The device was set at 2.14 volts. Impedance readings were normal. There was no pain reported at the device site, or at the lead/extension connection. It was further reported that the patient experienced a loss of therapeutic effect, with no feeling of stimulation sensation. The patient had an increase in baseline pain. There was no known related incident or accident reported. The neurostimulator battery light was blinking on the patient's programmer. It was later reported that the patient used similar parameters with the device, and the hours of use were similar, as those associated with the previously implanted device. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.